Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the disposable exhibited a leak at connection of cassette tube and extension set. Event occurred, while in use with patient. And no patient harm/adverse event reported.

Manufacturer narrative:
Date returned to mfg 3/4/2024 one sample was returned for evaluation. Visual inspection revealed no discrepancies. During functional testing, no discrepancies were found. The failure mode was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.